Event description:
It was reported that the asymptomatic patient presented via merlin.net transmission. Upon review, it was discovered that the implantable cardioverter defibrillator exhibited post-paced t-wave oversensing. The device was reprogrammed on (B)(6) 2017. The patient was asymptomatic throughout the programming changes.